Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer's mother reported via phone call indicating that the customer was hospitalized a year ago due to a kinked cannula. The caller was informed that a kinked cannula is not a malfunction on the behalf of the insulin pump. The caller stated that they did not want to troubleshoot the issue with their current insulin pump and insisted to have their insulin pump sent back for analysis. The customer did not provide any further information about the hospitalization. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.